Event description:
Porta cash inserted in 4/92 by physician for patient in day surgery. Patient receives chemotherapy. Patient complained of pain and cat scan of chest performed. Catheter tip found in right atrium. Patient admitted on 12/3/92 for retrieval in radiology without sequelae except temporary arrhythmias during procedure, patient discharged home, planned replacement of porta cath on 12/21/92. Replacement without incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.